Manufacturer narrative:
(B)(4).

Event description:
Upon interrogation prior to an unrelated procedure, the right atrial lead exhibited loss of capture. Other electrical measurements were in range. The lead remained implanted. The patient was fine post operation.